Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the piece that helps lock the reservoir in place came off. Customer's blood glucose value was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker, peeling address or serial number label and minor scratches on display window noted. The test reservoir stay locked in place noted.